Event description:
The customer reported being hospitalized due to high blood glucose of 255mg/dl. The customer stated that her blood glucose went up to 505mg/dl the night before. Troubleshooting was performed. The time, date, and bolus wizard settings were correct. Assisted the customer to run a manual prime test and the insulin did exit. Performed the high pressure test and passed. Instructed the caller to change the entire infusion set and reservoir. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.